Event description:
It was reported that "some lead discontinuity" was visualized during x-rays by the physician. The physician noted this issue at a previous patient visit and on a diagnostics during pre-op. Diagnostics showed lead impedance value of 4839 ohms, which does not indicate high impedance; however it was reported that high impedance was seen on pre-op diagnostics. The patient's consult was on (B)(6) 2013. According to the physician, he routinely gets x-rays performed on all replacements so he thought he saw an area near the medial tie-down that looked odd. No trauma or manipulation according to the patient's grandmother. The physician believes it is normal wear and tear close to the tie-down. X-rays will not be sent to the manufacturer. The device was not programmed off.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.